Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
Information was received based on review of a journal article titled, "large-diameter metal-on-metal total hip arthroplasty; dislocation infrequent but survivorship poor¿, was to determine at a minimum of 2 years' followup: (1) the proportion of patients who experienced a dislocation; (2) the short-term survivorship obtained with these implants; (3) the causes of failure and the proportion of patients who developed armd; and (4) whether there were any identifiable risk factors for revision. The study was conducted between october 2001 and february 2010 with 1451 patients and 1695 hips that underwent large-diameter mom primary tha at the institution by two surgeons using two biomet devices. Dislocation occurred in one hip of 1440 (<1%) 2 years after primary tha. This patient underwent and acetabular revision. Subsequently patient experienced a cerebrovascular accident and expired postoperatively. A total of 108 hips in 102 patients have been revised at a mean time of 4 years postoperative. Ninety-six of these revisions have been the result of aseptic causes. Indications for revision were dislocation in 1% (one of 108). Acetabular aseptic loosening or failure of ingrowth in 31% (34 of 108). Well-fixed acetabular components revised unrelated to the articulation in 9% (10 of 108). Infection treated with two-stage exchange in 11% (12 of 108). Acetabular malposition revised the same day in one hip. Periprosthetic femoral fracture treated with stem exchange in 3% (three of 108). Armd with elevated serum metal ions, pseudotumor formation, and/or soft tissue damage present on revision in 44% (47 of 108). Corrosion at the neck/head junction was present in 40% (18 of 45). Pseudotumor was noted in 49% (22 of 45) of armd revised patients.